Event description:
It was reported that during the implant attempt, the patient developed a pneumothorax. The patient was deemed to be stable enough to complete the implant procedure, and the device was implanted. Following the procedure, a chest tube was placed. The device remains in use. The patient is part of the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.